Event description:
The device has been explanted.

Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted.

Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Healthcare professional reported a rupture. This record relates to the left side. Device status unknown.

Event description:
Healthcare professional reported, a left side rupture via MRI. This record relates to the left side. The device has been explanted and replaced.

Manufacturer narrative:
Device evaluation: based on the device analysis grid, the assessments of the complaint are: ¿ rupture: observed opening in radius side assessed as unidentified (tear) opening. (Shell thickness within specification) additional observations: ¿ brown particles observed in the surface of the shell. No further actions are required as the device was implanted.

Event description:
Healthcare professional reported a left side rupture via MRI. This record relates to the left side. The device has been explanted and replaced.